Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required maintenance. The field service engineer (fse) had diagnosed the device, and the half-height matrix drawer 2.2 was tested and confirmed to be functioning correctly by the customer. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.